Event description:
It was reported that a pocket fill occurred about 6 weeks ago. During a refill, the nurse removed remaining drug from the reservoir, but injected the drug into the interstitial tissue. The patient began having issues while still at the clinic/hospital and narcan was administered. The pt recovered without sequela. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.